Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried several solutions, including using different wall adapters, but the issue persisted. Technical support agreed to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. Meanwhile, if the pump battery depletes, the customer will rely on multiple daily injections.